Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Right knee pressure [sensation of pressure]. Right knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6)-2011 from a (B)(6) male patient, initials (B)(6), with a history of arthritis, who experienced right knee pressure and right knee swelling after starting synvisc-one. The patient received one synvisc-one injection into his right knee on (B)(6)-2011. The patient reported that he experienced right knee pressure and right knee swelling after the injection. The patient required treatment for his symptoms. The patient reported that he received one cortisone injection into his right knee on (B)(6)-2011. The product lot number was not provided. At the time of this report the outcome of the patient was unknown.